Manufacturer narrative:
Evaluaton: visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. Conclusions: based on the comaplaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4203tl toric silicone plate lens and the lens tore at the haptic/optic junction. The incision was enlarged to remove the lens, but sutures were not required.